Manufacturer narrative:
(B)(4). This lot was manufactured from october 23, 2012 to october 24, 2012. Evaluation summary: the device was received for evaluation. During visual inspection fluid was observed to be in the housing of the device. The cause of this leak was due to the reservoir being ruptured. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the rupture is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume intermate leaked into the housing. The device was filled with 0.9% saline solution. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.